Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver broke off during use. No patient complications were reported.

Manufacturer narrative:
Correction: additional info: visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately ~1mm of the tip plastically deformed, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.